Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02315 and 2134265-2014-02314. It was reported that restenosis occurred. In an unspecified date, a 3.0 x 12 taxus liberte stent was implanted in the right coronary artery. In (B)(6) 2014, the patient presented with st elevations and restenosis. The physician went on to balloon the vessel. The first balloon used was a 2.50mm x 15mm apex catheter balloon which was advanced to the lesion. The balloon was inflated and on first inflation it ruptured at 6 atmospheres (atms). The second balloon used was a 2.25mm x 15mm apex catheter balloon which was advanced to the lesion and on first inflation also ruptured at 6 atms. The 2 devices were successfully removed from the patient and the procedure was completed with another balloon and placement of a 3.0x16mm promus premier stent.